Event description:
The customer reported that on (B) (6) 2008, the nbp measurements displayed on the mp70 monitor were inconsistent.

Manufacturer narrative:
The customer reported that on (B) (6) 2008, the nbp measurements displayed on the mp70 monitor were inconsistent. The customer had to use the dynamo nb monitor from a different floor in order to get accurate nbp readings. A philips field svc engineer (fse) went onsite to investigate the issue and noticed that the customer was using third party nbp cuff made by critikon, and the nbp cable/cuff assembly was altered/modified (a y tube was added in order to facilitate the use of critikon cuffs). The fse replaced the critikon cuff in use with another new philips device restoring the system's proper operation and informed the customer that philips recommends the use of philips or philips approved accessories with its products. In addition, it was strongly recommended not to alter or modify the design or the intended use of philips devices. The available info does not support that a malfunction occurred. A trending query did not yield any indication of any systemic issue. No further investigation or action is warranted. (B) (4).